Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force system resistor. Motor passed motor test. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump will be returned. Customer's blood glucose was unknown at the time of incident. No further details given.